Event description:
It was reported that six years one month and five days post port placement procedure via right internal jugular vein, that device allegedly leaked near the port body. It was further reported that x-ray examination revealed the catheter was broken. Reportedly the distal catheter segment was removed and the port body will be removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that six years one month and five days post port placement procedure via right internal jugular vein, the device allegedly leaked near the port body. It was further reported that x-ray examination revealed the catheter was broken. Reportedly the distal catheter segment was removed and the port body will be removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one groshong catheter was returned for evaluation. Gross, microscopic visual, tactile evaluation and functional testing were performed. Although leakage could not be obtained during the sample evaluation, the investigation is confirmed for the reported catheter break, leak and separation issue as complete circumferential break was noted on the proximal end of the catheter, that was elliptical in shape. The edges of the partial circumferential break on the catheter were noted to be jagged. The surface was noted to be granular and glossy on both regions. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3 h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.